Event description:
A doctor was performing routine medical treatment to a pt when the lens heat shield/holder from his dental light came off the light and fell on the pt's facial area. No serious injuries were reported.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Dental equipment llc initiated a recall on june 10, 2011 to add a tether to the lens heat shield/cover to keep it from falling off the dental light if it is not re-installed properly. Please reference FDA recall# z-2834-2011.